Event description:
It was reported that during the procedure for percutaneous transluminal angioplasty (pta) for stenosis, a balloon catheter (subject device) was prepared and was guided to the lesion. First pta was performed to inflate the subject balloon without any problem. After contrast enhancement, the second pta was performed because the dilation was insufficient however, the pressure of the deflator did not rise and the subject balloon did not inflate. So, the physician made an attempt to inflate it again, but the attempt was failed. The subject balloon was removed and was checked. The proximal of the subject balloon was found to be ruptured. There was friction noted while advancing and withdrawing the subject balloon catheter inside the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter shaft was kinked at 6cm & 52cm from the proximal end. During functional inspection, an attempt was made to inflate the balloon; however, it was noted to be leaking from the proximal end of the balloon. It was not attempted to advance the device through a guide catheter, due to the kinking noted to the device. The device was hydrated and there were no anomalies noted to the outer surface of the device. The reported complaint was confirmed based on the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation. It was reported that, the first pta was performed to inflate it without any problem. After contrast enhancement, the second pta was performed because the dilation was insufficient. However, the pressure of the deflator did not rise and the balloon did not inflate. So, an attempt was made to inflate it again, but the attempt was failed. The additional information states that the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu, it was also noted that resistance when the catheter was pushed or pulled. It is probable that the balloon ruptured after the first successful attempt inflation attempt, due to the resistance experienced during movement of the device. An assignable cause of procedural factors will be assigned to the reported balloon burst/ruptured during use, balloon or balloon catheter friction and balloon failed to inflate and to the analyzed balloon catheter kinked/bent and balloon leaked during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure for percutaneous transluminal angioplasty (pta) for stenosis, a balloon catheter (subject device) was prepared and was guided to the lesion. First pta was performed to inflate the subject balloon without any problem. After contrast enhancement, the second pta was performed because the dilation was insufficient however, the pressure of the deflator did not rise and the subject balloon did not inflate. So, the physician made an attempt to inflate it again, but the attempt was failed. The subject balloon was removed and was checked. The proximal of the subject balloon was found to be ruptured. There was friction noted while advancing and withdrawing the subject balloon catheter inside the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.